Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra 2 meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) contacted the patient. The patient stated that the alleged product issue began on (B)(6) 2019 around 5:00am, he reported that he obtained an alleged inaccurately high result of ¿181mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated that he manages his diabetes with insulin self-adjuster) and reported that immediately after he took two units of fast acting novolog insulin in response to the alleged result. The patient stated that 5 minutes after the alleged product issue began he developed symptoms of ¿jitters and headache¿. The patient reported that he then retested on his other meter (contour next) and obtained a blood glucose result of 135mg/dl. The patient reported that he self-treated with food, ¿piece of lemon cake¿. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips had been stored correctly and not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.